Event description:
It was reported that while performing a laparoscopic cholecystectomy procedure, just after inserting the veress needle, they visualized bleeding. The patient was opened and a laceration was found on the anterior portion of the aorta extending to the posterior. The aorta was repaired, and the case was completed. The patient lost approximately 3 liters of blood as a result of the event and required a transfusion of 6 units of packed cells. The patient went to critical care overnight, and had no further complications.